Event description:
It was reported that pump experienced malfunction alarm. There was no reported adverse impact to the customer's blood glucose level. Customer worked with technical support to reset pump, pump will not restart. The customer reverted to an alternate method of insulin therapy.